Event description:
It was reported that the flex deflectable videoscope had the message ¿please contact olympus¿ appear on the monitor. The issue was found during setup / inspection for use, before patient in the room. No patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.